Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving fentanyl (50 mcg / ml at 16.581mcg a day) and bupivacaine (30 mg / ml at 9.948 mg a day) via an implantable pump. It was reported that the patient experienced discomfort related to the pump¿s location. There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician revised location of the pump surgically on (B)(6) 2024. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient was alive and no injury.